Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During procedure, full dose of heparin was administered and the device was implanted after one recapture because of bad orientation. Half hour after the procedure, the patient was hypotensive and a circumferential pericardial effusion and a cardiac tamponade was noted. A pericardiocentesis was performed. After pericardiocentesis, medication was administered. The patient was reported stable.

Manufacturer narrative:
H6 patient code 2226 cardiac tamponade added¿. An event for patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, a cause for the reported pericardial effusion led to cardiac tamponade and hypotension could not be conclusively determined. The reported unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During procedure, full dose of heparin was administered and the device was implanted after one recapture because of bad orientation. Half hour after the procedure, the patient was hypotensive and a circumferential pericardial effusion and a pericardiocentesis was performed. After pericardiocentesis, medication was administered. The patient was reported stable.